Manufacturer narrative:
(B)(4). The device evaluation was completed. The reported event of ¿continuous beeping¿ from the homechoice (hc) device was verified as a display issue during the sample evaluation. The cause was determined to be a digital printed circuit board (pcb) which was scrapped. If any additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro was "continuously bleeping". The specific alarm was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection and functional testing were performed. During functional testing, the device did not start up properly and the issue was verified. The cause of the condition was determined to be due to a digital board issue. The event history log could not be downloaded due to the issue with the digital board. The digital board was replaced to resolve the issue. After replacing the board, the device was able to pass a simulated therapy test, full functional testing, electrical testing, and calibration. Should additional relevant information become available, a supplemental report will be submitted.